Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 128 mg/dl. Customer stated that their health care provider tried to change the insulin pump settings and the buttons needed to be pressed several times to respond. Troubleshooting for keypad anomaly was performed. Customer advised all the buttons stick and the act button is the worst. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.